Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was not confirmed. The probable cause could not be determined.

Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that he was injured while allegedly using the g6 cgm device. The patient¿s attorney alleges that the user¿s g6 allegedly failed to notify or sound alarm. The user allegedly had injuries including but not limited to diabetic ketoacidosis/hyperglycemic event. Despite additional requests for information, no further information was provided.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Dexcom was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom has requested further information from the patient¿s personal injury lawyer.